Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported no delivery alarms. The blood glucose reading was not provided. The patient stated that he thinks the no delivery alarms might be related to the insertion site or the infusion set change. The insulin was not expired, the patient does not rotate insertion sites and the cannula was not bent. No further information was provided.